Event description:
The user facility reported a safety malfunction with the involved needle. When they received the needle, the safety on the needle did not work. When the needle was pulled out of the patient, the safety covering the needle would move to the side and not in the safety slot. The event occurred intra-operative. Additional information was received on (B)(6). 2023: the patient was not impacted in any way. There was no difficulty during injection of the patient. The patient received the intended dose. The issue was after the injection when the nurse attempted to activate the safety device. The nurse noticed that the needle outside of the sheath prior to uncapping for disposal. Had she not been paying attention she would have also stuck herself.

Manufacturer narrative:
D4: expiration date: requested, unknown d4: UDI: no equivalent UDI for the reported item code d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: lpn, office manager g4: PMA/510(k): not available the actual sample was not available, hence we could not provide the detailed information on its actual condition. Retention samples were visually inspected and confirmed free from defects that will affect activation of the safety sheath such as missing tooth, tooth flash, short shot, flash on the sheath, over or under insertion collar to the hub, sheath-collar fitting, tilted cannula, and damaged parts. The samples were further evaluated for the sheath activation and deactivation functional test wherein all samples passed. We received a total of ten (11) complaints from the previous two fiscal years to the present for the same issue where most of the problems are related to usage particularly due to improper activation of the device (not activating with a one-handed technique using the three methods: finger, thumb, and hard surface). Based on the investigation of individual complaints there was no attributable cause noted related to our product and production process. The retention samples were subjected to simulation. The safety needle was securely tightened to the syringe with a clockwise twisting motion until resistance was felt. The safety sheath was activated with a one-handed technique using the three methods: finger, thumb, and hard surface. An audible click was heard indicating successful safety activation. There was no irregularity encountered during and after activation. The needle is fully engaged under the lock (sheath tooth). The root cause of the complaint could not be identified to be related to our production or manufacturing process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. We have a series of visual in-process inspections to detect an abnormality on the sheath that may lead to a problem during sheath activation. The molding condition of the components critical to the safety activation of the product is routinely checked to ensure that no defects will be encountered that will lead to sheath activation problems. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Therefore, we advise you to follow the instructions for use (IFU) for the proper usage of the mckesson sg3 safety needle indicated on the unit box in which warnings to prevent needle stick, cautions, and precautions are also included. Terumo medical products (tmp) (importer) registration (B)(4). Is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration (B)(4).